Event description:
It was reported that a pump button was not working, preventing it from functioning properly. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to try several troubleshooting steps and, upon confirming the issue, arranged for a replacement pump to be sent with updated software. The customer was advised on using a backup insulin pump until the replacement arrived and was informed about the steps for receiving and returning the malfunctioning pump. The customer understood and acknowledged all instructions.